Manufacturer narrative:
D4, g4: this report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a nasopharyngeal sample using an unknown lot number. A previous pcr test (platform and sample type unknown) generated negative results. Confirmation pcr testing (platform unknown) was also performed on a nasopharyngeal sample and generated negative results. It was reported that the patient was infected with covid-19, treated, recovered, and tested negative on a pcr test (unknown platform) at a hospital. The patient was then transferred to the customer¿s hospital where they tested positive with the ID now covid-19 assay nasopharyngeal sample. Confirmation testing (platform unknown) was performed on a nasopharyngeal sample and generated negative results.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a nasopharyngeal sample using an unknown lot number. A previous pcr test (platform and sample type unknown) generated negative results. Confirmation pcr testing (platform unknown) was also performed on a nasopharyngeal sample and generated negative results. It was reported that the patient was infected with covid-19, treated, recovered, and tested negative on a pcr test (unknown platform) at a hospital. The patient was then transferred to the customer¿s hospital where they tested positive with the ID now covid-19 assay nasopharyngeal sample. Confirmation testing (platform unknown) was performed on a nasopharyngeal sample and generated negative results.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.